Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for failure analysis investigation. Log review of the system and instruments found no errors related to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a fenestrated bipolar forceps instrument (fbf) was in use when the operator was unable to hold the tissue to control the bleeding. The manager of robotic surgery reported the surgeon was dissecting the prostate when they realized the instruments wire was exposed. Further details of the type of wire or cause of the exposed wires are unknown. They were not able to obtain hemostasis. The fbf was removed, and a back-up instrument was installed. To resolve the bleeding, a swab was used. Less than 500mls of blood was lost. They stated that the bleeding was a normal part of the procedure and did expect bleeding prior to the start of the procedure. No blood transfusion was needed. There was no unexpected movement of an intuitive product that caused the bleeding nor did the instrument collide with any other instrument or tool during the procedure. There were no post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received for failure analysis. The instrument was found to have a frayed grip cable at the yaw pulley. Some bundles of the cable were frayed and stuck out at the wrist, but the cable was not fully broken. There was no evidence of discoloration nor corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.